Manufacturer narrative:
Results: the neuron max was fractured approximately 92.0 cm from the hub. The packaging mandrel was removed from the packaging card and the packaging tape was not torn. Conclusions: evaluation of the returned neuron max revealed that the distal tip was fractured. This damage typically occurs due to improper handling during removal from the packaging. If the mandrel comes loose it may pin the distal tip of the neuron max inside the packaging tube. If the neuron max is retracted against this resistance, a fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that the neuron max 6f 088 long sheath (neuron max) was broken in the distal part upon removal from the packaging. The damage to the neuron max was found prior to use. Therefore, the neuron max was not used in the procedure. The procedure was completed using a new neuron max.